Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was implanted on (B)(6) 2014. Following the surgery, the patient was in a ¿light coma,¿ had no vomiting, and had convulsions. A CT scan showed no bleeding and infarction in the other parts of the brain. The right frontal lobe showed an edema but was ¿better than before.¿ additional information reported that the therapy application was unknown. No further troubleshooting was done. The patient was now ¿ living in the hospital.¿